Event description:
Patient had port placed in interventional radiology (B)(6) 2024. (B)(6) 2025 computed tomography showed thrombus at distal aspect of port catheter in right atrium. (B)(6) 2025 port removed in interventional radiology.